Event description:
Bard lifestream stent was inserted and deployed. Post deployment there was no stent when the system was removed from the body the stent was not there. The stent had come off when the yellow protector was removed. New stent opened and deployed. FDA safety report ID# (B)(4).